Event description:
Sculptra injections at scars and wrinkles around mouth caused permanent bumps under skin. Route: injection. Dates of use: 2006. Diagnosis or reason for use: acne scars and wrinkles. Event abated after use stopped or dose reduced: no.